Event description:
A ventilator was returned to the manufacturer for service for a "ventilator service required" error message. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device, the complaint was confirmed. Errors were discovered in the event log indicating an aev failure and the proximal pressure sensor railed to maximum negative value. The technician recommended replacing the device's proportional valve (aecm) and system board and to address the issue. No further investigation is required at this time. Additionally, there is documentation that the "fio2 sensor in device failed in fio2 test in the diagnostic test". The unit passed final test.